Manufacturer narrative:
Explant due to cusp tear was reported. It was also reported that the valve failure was diagnosed and patient presented with high gradient, valve insufficiency and shortness of breath after almost 4 years of valve implant. The investigation found cusps 1 and 3 were torn. There was focal pannus formation at the base of cusp 1, limited to the sewing cuff. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. In the absence of any calcification at the tear site or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the cusp tear could not be conclusively determined. H6 health effect - clinical code: code 4580 removed.

Event description:
It was reported that on (B)(6) 2020, a 23mm trifecta gt valve was implanted in the patient. The annular dimension of the native valve was about 23mm. On (B)(6) 2024, a valve failure was diagnosed and patient presented with high gradient, valve insufficiency, shortness of breath. On 09 may 2024, the valve was removed due to leaflet tear occurred from the commissure of right and left coronary cusps to the annulus. An unknown size non-abbott valve was implanted. The patient was reported stable.

Event description:
It was reported that on an unknown date am unknown size trifecta¿ gt valve was implanted in the patient. On (B)(6) 2024, four years later the valve was removed due to leaflet tear occurred from the commissure of right and left coronary cusps to the annulus. An unknown size non-abbott valve was implanted. The patient was reported stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.